Event description:
Customer reported the images are going black and kv and ma are driving to max. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the back plane generator driver cable. System operates as intended. This MDR is related to ge healthcare complaint.